Manufacturer narrative:
The t:slim pump user guide states: do not deliver a bolus until you have reviewed the calculated bolus amount on the pump display. If you dose an insulin amount that is too high or too low, this could cause very high or very low blood glucose. You can adjust the insulin units up or down before you decide to deliver your bolus. The device is expected to be returned; however, the device has not yet been received. A supplemental report will be submitted if the device is received. Device not returned.

Event description:
It was reported that he customer experienced a elevated blood glucose (bg) level of 400 (mg/dl). A manual injection was delivered to address bg level. The customer stated that they did not calculate the carbohydrates correctly. A recommendation was made for the customer to discuss elevated bg levels with their healthcare provider.